Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with cephalosporin (dose, route, duration and frequency were not reported) for peritonitis. At the time of this report, the patient was recovered from the event. It was reported pd therapy was ongoing during the treatment and was ¿withdrawn later¿. No additional information could be provided as the reporter declined follow up.